Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ ae: foreign body removal by snare. It was reported that during an attempt to implant a stent in the innominate artery, the stent delivery system jumped forward during deployment. The physician reported that the stent was positioned at the brachiocephalic stenosis using the road mapping technique. The position was confirmed by fluoroscopy, and under continuous fluoroscopic guidance, the stent was deployed. It was noted that the deployment mechanism was somewhat stiff--storing energy in the catheter that caused the delivery system to 'jump' forward periodically during deployment. Post-stent deployment imaging demonstrated that the stent was over the 0.014" guide wire at the aortic arch. The stent was retrieved using a snare device. There was no patient consequence reported and no additional information available.